Manufacturer narrative:
H3: product analysis of (B)(4), lotno:b590107 found no damages or irregularities with the echelon-10 micro catheter hub. The catheter body was broken at ~90.3cm from the proximal end. The broken end exhibit signs of stretching, necking and jagged edges with the braid underneath also broken. No other damages were found with the remaining catheter body. The distal tip and marker bands were undamaged. The echelon-10 micro catheter total length was measured to be ~151.5cm, the usable length was measured to be ~143.8cm, which is within specification (specification: total (ref) = 152.0cm, usable = 144.0cm ± 1.5cm). Based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. The broken end of the echelon-10 exhibited plastic deformation (jagged edges and stretching) which indicated that the catheter separated when exceeding the tensile strength of the tubing material. Possible causes of failure are user advances/retrieves intraluminal device against resistance, vasospasm, patient vessel tortuosity, entrapment in vessel, fast catheter retrieval technique or user applies excessive force. Customer only reported devices were prepared and flushed per IFU. Therefore, the root cause could not be determined. As no ancillary devices used during the event were returned for analysis, any contribution of the ancillary devices towards the failure could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the healthcare professional (hcp) was performing an embolization of a wide neck middle cerebral artery (mca) aneurysm. During the procedure, part of the catheter snapped in the vessel. It was retrieved by a snare. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU.